Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2015, product type: lead. Product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2015, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A consumer implanted for spinal pain reported via the manufacturer's representative (rep) they fell and following this had inadequate stimulation on the right side. An impedance test was performed with all results within normal limits. Reprogramming was also performed but it didn't help. It was noted the consumer only used the implantable neurostimulator (ins) 1% of the time since it had been implanted. An x-ray was taken which identified the lead moved down an electrode length. As a result the managing physician was in the process of referring the consumer to a surgeon for a lead revision or removal, but the issue was not currently resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.